Manufacturer narrative:
On 15-sep-2021, additional information was received, and it was reported that the adverse event was discovered post use of the biosense webster products. The physician¿s opinion on the cause of this adverse event is that it is procedure related. The patient is male and his condition was reported as improved. There was no evidence of a steam pop. It is unknown when (i.e., transseptal phase, mapping phase or ablation phase) the event occurred. The physician stated that the cause was the wire hooked in the heart. Based on the additional information received, a3. Gender has been updated to male. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30542256m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter (stsf) and suffered a cardiac tamponade requiring pericardiocentesis. Initially, it was reported that during the course of the procedure, the temperature display on the remote of the generator disappeared in the patient's body. This occurred after the catheter was used, after an hour had passed, and before ablation. There was no problem with the impedance display and there was no error code. The cable was reconnected, but the issue did not resolve. The cable was changed to a new one, but the issue did not improve. The issue was resolved by changing the stsf catheter (lot #30523450m )to another one (lot# 30542256m). On 9-jul-2021, additional information was received which made this a reportable event. It was reported that cardiac tamponade was noted in the ward after ablation on (B)(6) 2021. Drainage was performed and completed on (B)(6) 2021. The patient's condition was stable on (B)(6) 2021. According to the doctor, there was bleeding from the right heart, and the wire may have been caught. The awareness date for this reportable event is 9-jul-2021.